Event description:
It was reported that the handpiece had a loose stud. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary -the hand piece was received with a loose mount. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 3. The hand piece disassembled, and a torn acoustic isolator and moisture ingress were found. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.